Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a non-dependent, asymptomatic patient presented in-clinic for a routine follow-up, episodes of non-sustained rv oversensing due to myopotential inhibition were observed. Programming changes were made. The device remains implanted.